Event description:
On 05 july 2023,senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Sensor 401033 was returned for sensor replacement alert, ec1. The sensor could not be read or tested in-house for qc due to potential asic damage during explant. A review of the raw sensor data showed the sensor was taking longer than usual to recover after insertion, and the sensor replacement alert was triggered due to this performance deviation at day 21 from insertion. The potential root cause of the performance deviation may be lack of hydration after insertion.